Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during esophageal cancer surgery, when severing gastric tube tissue on the first firing, after fired, noted the staples malformed. Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.